Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic inguinal hernia repair procedure. The device broke inside the patient. The balloon did not deploy correctly. There was no patient harm. The patient status is alive, no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted the dissector balloon was broken. The obturator and insufflation bulb were received. Pmv could not perform functional testing due to the broken balloon. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Based on the evidence available, the reported condition was confirmed. Replication of the disengaged valve seal may occur when mishandled during clinical application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.